Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Visual examination of the returned device confirms the material fracture as reported. A device evaluation has determined the failure to be a fatigue fracture, the exact root cause not known. Product error in material or manufacture was not identified. Patient x-rays were requested to aid in the investigation but none were provided. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation has determined that this product code is now obsolete. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt revised for fractured femoral stem.